Event description:
It was reported that during the procedure, this lead was repositioned multiple times; however, was able to be implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).